Event description:
Patient was having a laparoscopic surgical procedure. The surgeon noted on the tv monitor, that the insulated coating peeled away from the scissor tips. Patient was irrigated and suctioned in an attempt to remove all of the bits of coating that peeled off the scissor tip.